Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump experienced an insert slide clamp alarm on pump 2. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a corroded slide clamp sensor. To correct the condition, this component was replaced. If any additional information is received, a follow-up MDR will be sent.